Manufacturer narrative:
(B)(4). Additional information obtained: operative reports received and attached.

Event description:
It was reported that a 60 yo female patient with history of morbid obesity (bmi 50.7) and chronic cholecystititis who underwent a robotic gastric bypass and cholecystectomy. During the procedure, a gastric pouch was created using a ¿60 mm gray load to divide the vessels¿ and the pouch was created using three blue loads. The 60 mm echelon blue loads were reinforced with a strip of nu-knit. Next, a 2-layer anastomosis of the gastrojejunostomy was performed, and a 3-0 v lock for both the inner and outer layers was used. A leak test was negative. The 120 cm roux limb was brought up and a functional side to side jejunojejunostomy was performed with the biliopancreatic limb (using a ¿60 mm smart fire robotic stapler¿). Operative note states surgeon was ¿pleased with both anastomoses, they were under no tension and well-perfused.¿ no difficulties are noted with device. On pod 6, a CT scan showed free air and fluid in the abdomen and pelvis. Patient underwent a laparoscopic assisted repair. Operative note states surgeon encountered a large amount of gastric contents and peritonitis. While inspecting the gastric pouch, the surgeon noted a ¿near complete staple line breakdown along the lateral aspect of the gastric pouch.¿ however, the gastrojejunostomy anastomosis appeared to be completely intact. The lateral aspect of the anastomosis was resected using an echelon 60 mm green load stapler, reinforced with nu-knit. An intraoperative endoscopy confirmed no evidence of any leak. The surgeon also noted staple line from the robotic stapler appeared to have breakdown with an unknown etiology. Post-operatively, patient had gastric contents coming out around the jp drain, and CT scan showed distension of the remnant with likely formation of an additional abscess. The patient therefore underwent a laparotomy on pod #11 during which purulent fluid was aspirated from the abdomen. Further inspection of the intra-abdominal contents revealed staple line breakdown on the distal gastric pouch, just above the gastrojejunostomy (but the gastrojejunostomy itself was still intact). This was noted to be an ischemic breakdown. Additionally, it appeared that the staple line of the gastric remnant had also broken down. The decision was made to resect the remnant down to the area of the antrum. Post operatively, patient developed fistula requiring stent placement which was removed after approximately three months. No further information available at this time regarding patient¿s current condition.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch # unk. B3: only event year known: 2020. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.